Manufacturer narrative:
B3: used 09/15/2023 as event date as imaging took place 45 days after (B)(6) 2023 implant date. Used (B)(6) 2023 as approximate implant date.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27 mm watchman flx laa closure device was implanted. The patient was placed on eliquis and aspirin medications. At the 45-day routine follow up, transesophageal echocardiogram (tee) revealed a device related thrombus (drt) on the closure device. The patient was switched to pradaxa medication in response to the drt. Repeat imaging was planned for approximately one month later. No further interventions were performed.